Manufacturer narrative:
Concomitant medical products: product ID: m995402a001. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had not used the therapy since it was implanted because there were issues with how the implant was put in. They reported that 4 weeks after surgery there wasn't a signal with the programming, the signal was sent to the wrong place. They needed an MRI and to charge the implant to activate the MRI mode. They were in a lot of pain and wanted to get it taken care of.